Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose on wednesday 600 mg/dl and at the time of incident was over 400 mg/dl, current blood glucose is 360 mg/dl and today blood glucose is 125 mg/dl and now 423 mg/dl. The insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. During troubleshooting, customer stated that hey did not receive second series of beeps nor did number's appear on screen. It also stated that drive support cap was normal. The customer treated high blood glucose with bolus via the insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. The customer was advised that the replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No prime/fill anomaly noted. Pump received with broken battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. No moisture damage on electronics and motor assembly noted.